Manufacturer narrative:
The referenced pump exchange in 2013 was reported under medwatch MFR report #2916596-2013-01181. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2008 and received a pump exchange on (B)(6) 2013. It was reported that the patient had initially experienced a driveline infection in 2012 and continued to experience a chronic driveline infection with the second pump. The patient recently presented to the clinic on an unspecified date with fatigue, malaise and failure to thrive. The patient had suffered from the chronic driveline infection and bacteremia, most recently secondary to pseudomonas which was confirmed via positive blood cultures. The patient was placed on multiple IV antibiotics and reportedly there were no other antibiotics available for treating the infection. The patient reported an unacceptable quality of life and requested that the lvad be turned off. The patient expired on (B)(6) 2016. No further information was provided.